Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump froze while priming and all settings were lost. Customer also received a motor error when he tried to rewind and prime. Customer's blood glucose was 204 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received stuck in a motor error alarm during bolus delivery loop. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratches on the display window, cracked display window corners, and a cracked reservoir tube lip. The insulin pump was received with currents in specification. No unexpected blank display or reset anomaly was noted during testing.